Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml morphine at 75 mcg/day (new dose). The reason for use was not reported. It was reported that the patient a missed refill appointment due to being hospitalized secondary to a fall she suffered over the holidays while visiting family members. Environmental/external/patient factors that may have led or contributed to the issue included the patient falling off a stool and hitting their head on a tile floor, which led to the patient being admitted to the hospital. The patient was unable to make her refill appointment and therefore the low reservoir alarm was going to sound. Diagnostics/troubleshooting performed included seeing the patient in the hospital to adjust pump settings with the physician, in coordination with orders provided by the doctor, to increase refill interval until the hospital could arrange temporary privileges to the doctor so he could provide medication and refill the pump. Interventions/actions that were taken to resolve the issue included reducing the low reservoir alarm value and reducing the daily medication dose per the orders that the pain management doctor and hospitalist physician provided. The issue was not resolved at the time of this report. Surgical intervention did not occur and it was not planned. The status at time of this report was ¿alive - no injury.¿ there were no further complications reported/anticipated.